Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted partial nephrectomy surgical procedure, the customer was unable to put instrument inside patient using instrument clutch button on the universal surgical manipulator (usm) 1. The customer proceeded with remaining 3 arms to finish the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no error reported by the system. The customer checked with same instrument on different arm and the instrument was working fine. The customer checked different instrument on usm 1and the instrument was not working. The drapes were reseated for on the usm 1, still the issue persisted. The customer removed drape and checked the usm 1 after procedure still the issue remained. After hard power cycle, the usm1 was showing yellow led and the error 23007 reported for the same. After second normal restart, the issue persisted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start, post anesthesia and it is unknown if ports were placed. The system was initially powered on without errors. There was no patient injury. The usm 1 was disabled due to instrument clutch not working.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced patient side manipulator (psm) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the psm 2 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced patient side manipulator (psm) arm 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation during sine cycle testing identifying a faulty component (axis 3 brake). After replacement of this part, the psm arm was retested and passed all testing specification.

Event description:
Refer to h10/h11 for follow-up information.